Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that devices were being tested in cssd prior to a procedure. The rod could not be moved over the malleolus fork. No surgical delay. No adverse patient consequences reported.

Manufacturer narrative:
Product complaint # ==> :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary customer is complaining the instruments as the rod cannot be moved over the malleolus fork. No surgical delay, no adverse patient consequences reported. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the edge of the shaft deformed and, near to it, a delaminated portion was found on the shaft surface. Additionally, the overall device surface had signs of usage. The observed damage can be mostly traced to an unintended use error by improper technique, misuse, or excessive force applied in an off-axis position, leading to the observed damage. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed using the returned part (attune em tibial dist uprod) as the mating component. Functional test revealed devices could not fully engage together, as only one portion of the shaft of the attune em tibial ankle clamp could be assembled with the guide of the attune em tibial dist uprod, up to one point where significant resistance was encountered. If further attempts were made to force the mating device beyond this point, the instruments would become jammed/seized and difficult to disassemble; confirming the reported allegation. Galling is suspected to have internally occurred between the shaft and the guide component causing the internal metal components to begin to seize. As a result, the device was difficult to assemble, disassemble and retain/hold with its mating component. A manufacturing record evaluation was performed for the finished device pg333941 lot number, and no non-conformances nor manufacturing irregularities were identified related to this complained device issue. The overall complaint was confirmed as the observed condition of the attune em tibial ankle clamp would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: 100 2) date of manufacture: 28-jul-2023 3) any anomalies or deviations identified in DHR: 1 pin weld was not blended and it had a uniform finish. 4) expiry date: n/a 5) IFU reference: IFU-090260001 rev b and IFU-090260002 rev b. Device history review a manufacturing record evaluation was performed for the finished device pg333941 lot number, and one manufacturing irregularity was identified: 1 pin weld was not blended and it had a uniform finish.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h4 if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.